Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable and the patient lost therapy. In turn, surgery occurred to explant and replace the ipg, which addressed the issue.